Event description:
It was reported that the lead integrity alert (lia) triggered due to high impedances and increased short interval counts (sic) on the high voltage portion of the right ventricular (rv) lead. Further investigation of the lead exhibited fluctuating impedances, and it was determined that the pin of the high voltage portion of the lead was not fully inserted into the header. The lead will continue to be monitored and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).